Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the product was returned and analysis confirmed the reported leak at the hub. A review of the complaint database revealed no events of leaking during use from this lot. While a search of the lot history record for this specific lot indicated no related non-conformance records, the issue is possibly related to manufacturing. A review of the data demonstrates that there is no evidence of a wider population of product being impacted. The incident has been assessed as having a low impact. This type of reported complaint will continue to be monitored per local quality procedures.

Event description:
It was reported that the procedure was to treat a lesion in the mid circumflex artery with moderate tortuosity. During the inflation of the stent delivery system (sds) balloon of the xience prime 3.5 x 15 mm device, a leak of contrast was noted from the proximal hub. Due to the leak, the inflation time of the sds balloon was slow. The stent was able to be deployed at nominal pressure and normal post-dilatation was performed using an nc trek 3.5 x 15 mm balloon and the same indeflator. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.